Event description:
It was reported that the implant procedure was aborted due to patient experienced oxygen drops before any incisions happened. The patient was flipped supine and began breathing normally and was recovering well. The patient will be rescheduled at a later date when given clearance by anesthesia.